Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The atrial lead was repositioned during left ventricular (lv) lead revision. Additional information has been requested. The patient was in stable condition. Manufacturer report number: 2017865-2018-17284.